Event description:
The patient underwent proximal tibia replacement with gmrs on (B)(6) 2013. In (B)(6) 2015, sinking of the cement stem was noticed. The patient has no pain now, but loosening was noticed, so revision surgery should be performed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device currently implanted.

Manufacturer narrative:
An event regarding femoral stem loosening/migration involving an mrs stem was reported. The event was confirmed. Method and results: no items were returned. Clinician review of the medical records provided indicated that the principal cause of failure is an undersized tibial intramedullary stem component which is a procedure-related problem because the surgeon is responsible for optimal component choice. The device was manufactured and accepted into final stock with no reported discrepancies. There were no other events for the reported lot. Conclusions: clinician review of the medical records provided indicated that the principal cause of failure is an undersized tibial intramedullary stem component which is a procedure-related problem because the surgeon is responsible for optimal component choice. No further investigation for this event is possible at this time.

Event description:
The patient underwent proximal tibia replacement with gmrs on (B)(6) 2013. In (B)(6) 2015, sinking of the cement stem was noticed. The patient has no pain now, but loosening was noticed, so revision surgery should be performed.